Event description:
It was reported that during a lap. Nephrectomy, on the initial firing, the staples did not form. The staple line was oversewed or used another like device to complete with no pt consequence.

Manufacturer narrative:
Date sent: 03/11/2008. Info anticipated, but unavailable at this time.